Event description:
A customer reported an issue with their continuous glucose monitor displaying an error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information, and after following these instructions, the customer was able to successfully start their sensor session without encountering the error again.